Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. Based on clinical symptoms and troubleshooting performed, it was determined on (B)(6) 2024 that the results are consistent with a device malfunction. The implanted device remains. Explant is planned but has not taken place at the time of this report.